Event description:
We have been using coviden feeding tubes with iris technology at (B)(6) medical center for 6months - 1 year. Since we began using these, they have been plagued with problems that were not present with our prior feeding tubes. They clog with tube feed formula much more easily. The enfit connectors get stuck/are very difficult to unscrew from tube feed tubing; if unable to disconnect, the feeding tube must be replaced which is painful and not without risks. The enfit connectors have simply fallen out of feeding tubes (faulty adhesive?). The connectors fracture at times when attempts are made to disconnect tubing. The soft plastic bifurcation of the feeding tube has torn during attempts at disconnection, and I have seen one incidence where it was torn but no obvious trauma had occurred. FDA safety report ID # (B)(4).